Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed

Event description:
During setup, the customer reported that the thermogard xp system (sn (B)(4)) prompted tcmid:02 (ce danfoss error) message. Another thermogard xp system was used for patient ivtm therapy. No known impact or patient consequence was reported.